Event description:
The report we received from the affiliate indicated that the intended procedure was a percutaneous coronary intervention (pci) to a de novo lesion in the mid right coronary artery, the target lesion was neither calcified nor tortuous with 0% stenosis. A vista brite tip guiding catheter was inserted in the patient, then while flushing the catheter with heparin solution, a leakage was observed from the distal end of the hub. Eventually, the pci was not performed because the patient had a spasm at the target lesion. After the procedure, the physician checked the catheter and confirmed the leakage from the hub, no other problems were noticed on the catheter. Further information indicated that the syringe used, was securely attached to the catheter. However, it was unknown if there were any difficulites connecting the syringe to the hub of if the syringe had any leaks.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Additional information will be submitted within 30 days upon receipt.